Manufacturer narrative:
On-site investigation was performed. The claimed issue was reproduced during troubleshooting. According of received information, replacement of the turbine solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The turbine generates compressed air and delivers air to the inspiratory gas. Unfortunately, neither the device's logs nor the claimed part were available for further analyze. Analysis performed by our contract manufacturer concluded that the cause was related to a broken wire inside the turbine motor. The root cause to the reported issue has been determined as manufacturing - supplier - assembly. H3 other text: 4112.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).